Event description:
It was reported that a patient's tongue swelled each time an ace appliance was placed into the mouth. There is no indication that intervention was required. Use of the appliance was discontinued and testing by the patient's physician is planned.

Manufacturer narrative:
While it is unknown if the ace material used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as they becomes available.